Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, company representative reported that pt "passed out" in the bathroom, hit his head, and required stitches. Company representative was unsure if pt went to the hospital. Follow-up was completed with pt on (B)(6) 2011. Pt reported he was leaving work around 4:00 p.m. On (B)(6) 2011, when his blood glucose dropped and he lost consciousness. His blood glucose was 73 mg/dl prior to lunch at 1:00 p.m. And 66 mg/dl after lunch at 3:37 p.m. He did not treat his blood glucose of 66 mg/dl. Pt's girlfriend went to his work when he did not return home, and she called the paramedics. Pt gained consciousness on his own after his girlfriend arrived. He was transported to the hospital due to his incoherent state and bleeding from the head wound. His blood glucose was 76 mg/dl when he arrived at the hospital. Pt received an IV and food to elevate his blood glucose, and he received 9 stitches for his head wound. He was admitted to the hospital for 6 hours. Normal blood glucose is 95-120 mg/dl, and pt reported he had been experiencing hypoglycemia since his doctor placed him on new medication 1 week ago. Pt has since stopped the new medication and has been in contact with his doctor, and his blood glucose has returned to normal. No product issues were revealed during troubleshooting, and no product will be returned for evaluation.